Manufacturer narrative:
The complainant indicated that the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Event description:
This supplemental report is being filed as conclusion code was added. Boston scientific received information that the right ventricular (rv) lead exhibited low amplitude, high pacing threshold, and stimulation with pacing. It was also noted on fluoroscopy that the lead had moved from an apical to septal position. The patient also experienced dizziness. Additional information indicated that the lead was explanted due to infection with sepsis and perforation in the heart wall. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited low amplitude, high pacing threshold, and stimulation with pacing. It was also noted on fluoroscopy that the lead had moved from an apical to septal position. The patient also experienced dizziness. Additional information indicated that the lead was explanted due to infection with sepsis and perforation in the heart wall. No additional adverse patient effects were reported.